Event description:
It was reported that the patient had left anterior ankle incision drainage at approximately 6 weeks post-operative with an acute infection or late infection with possible sepsis. Medication was prescribed and patient recovered without sequelae. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.